Manufacturer narrative:
All buttons function properly. However, moisture damage was found on the keypad traces. No sticky button noted. The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to verify the no delivery alarm and perform occlusion, prime, or excessive no delivery alarm tests due to the motor error alarm. The motor was tested outside the device and it passed the motor test. The pump passed the self test, unexpected restart and displacement tests. All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 600 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; customer was not sure of state of drive support cap. And customer was able to complete rewind process. Alarm history showed nine motor error alarms within the last month and no motor position encoder error alarm. Customer also reported that the act button was not responding. Customer was advised that insulin pump would need to be replaced.